Manufacturer narrative:
The reported nail was not returned for evaluation. Manufacturing and inspection records for 3.0mm x 190mm fibula nail 2 (part number 4010-3019n-s, batch 515221) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery the notch at the proximal end of the nail did not align with the base plate, it was too wide, and tightening the nail to the base plate made the nail turn so that the screw trajectories did not align with the guide. The screws had to be drilled and inserted without the guides in place. The surgery was completed after a 20-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00581 for the plate involved in this event.